Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/7/2020. A manufacturing record evaluation was performed for the finished device qamckt batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the suture break or needle pulled off?- suture pulled off the needle how many devices failed in this procedure? 3. What is the procedure date? (B)(6) 2020. Events were submitted 2210968-2020-04268, & 2210968-2020-04269.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During the procedure, the suture pulled off the needle where the needle meets the suture, swaged. It was reported that the event would happen at the beginning or midway, through the incision line. There was no new suturing technique used. Another like suture was used to complete the surgery successfully and the surgery was not delayed due to the reported event. There were no patient complications reported.